Manufacturer narrative:
B3 date of event: aware date used as event date is unknown. D4: model number was not reported and is unknown even after good faith efforts were exhausted. D4: lot number was not reported and is unknown even after good faith efforts were exhausted. D4: catalog number was not reported and is unknown even after good faith efforts were exhausted. D4: expiration number was not reported and is unknown even after good faith efforts were exhausted. D4: unique identifier (UDI) was not reported and is unknown even after good faith efforts were exhausted. D6a: implant date was not reported and is unknown even after good faith efforts were exhausted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of eliquis and aspirin. The patient came in for their 45-day transesophageal echocardiogram (tee) follow-up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician switched the patient from their medical regiment to another oral anticoagulation medication in response to this event. A repeat tee was performed, and the thrombus remained. The patient drug regime was changed again, and a repeat tee will be performed at a later date.